Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem 'no sound when set is loaded' could not be reproduced. Functional testing was performed and revealed no audio malfunction. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was faulty lower hook switch. The lower auxiliary requires to replace to address the issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had no sound when set is loaded during testing in the biomedical service department. There was no patient involvement. No additional information is available.